Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment could not be conclusively determined.

Event description:
Following the procedure, it was noted that the sideport detached. During the procedure, a catheter was placed prior to receiving an lvad. The catheter was removed and the introducer was left in place. Following the procedure, bleeding was noted, the dressing was removed and the sideport of the introducer was noted to be broken. No treatment was necessary to stop the bleeding.